Event description:
Related manufacturer reference number: 2017865-2024-57875. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed fracture and high pacing impedance on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. After replacing the rv lead the new rv lead had issues of high pacing impedance. The physician elected to explant and replace the second rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. No anomalies were found.